Manufacturer narrative:
Serial number is not reported in complaint. Per (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the fridge failed and was not detected on the bus. The field service engineer replaced the med cart cable for the remote manager. The field service engineer properly positioned the new med cart cable, configured the remote manager, replaced the backup battery, applied network plugs, dusted the e drawer, and checked all cabling to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using then bd pyxis¿ es refrigerator, it was failed and was not detected on the bus. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.